Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. Imaging was noted to be challenging due to patient anatomy. An ntw clip was prepared per the instructions for use (IFU) and inserted without issues. Grasping was performed, but due to a short posterior leaflet, grasping was very difficult. After multiple grasping attempts, it was observed that one gripper was not lowering and the gripper line was broken. Therefore, the clip was removed and the procedure was discontinued. Mr remained at a grade of 4. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported single gripper actuation issue and broken gripper line were confirmed via device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the reported broken gripper line was likely due to procedural circumstances. The reported single gripper actuation issue was a cascading event of the reported broken gripper line. The reported unable to grasp leaflet and difficult imaging were due to patient anatomy. There is no indication of a product quality issue with respect to manufacture, design, or labeling.